Event description:
Stent implanted due to fibroid stenosis and difficulty in breathing. Subsequent to stent placement an e-tube was placed. The pt became uncomfortable 6 months later, had a CT film taken and returned with film to facility. Due to improper pt postioning, the physician could not detect a problem. An angiogram was performed 4 months later indicating that the connecting string of stent joints appear to be broken. The z-stent appears to scatter at a position equivalent to the level of the 7th cervical vertebrae, resulting in a tendency for the stent to protrude into the esophagus. Subsequent esophagus endoscopy currently shows a severe ulcer in the area where the stent is pressing. Stent was subsequently surgically removed.